Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 46mg/dl. Low bg cause was not known. Customer consumed carbohydrates to address bg. System check was performed by tandem technical support and the pump is functioning as intended. No further assistance required.